Manufacturer narrative:
Received return evaluation report 10.12.15.: no output - mechanical. Motor runs but the output shaft does not spin during bench test.

Event description:
The dealer stated his customer alleged that the left wheel has seized up.